Event description:
It was reported that, during an implant procedure, this lead exhibited high, out-of-range pace impedance measurements of greater than 2000 ohms and high pacing thresholds. A different lead was used instead. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific did not identify any product characteristics that would have caused or contributed to the clinical observations as the lead passed all testing completed. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Investigation conclusion: this product passed all testing and no product characteristics were identified that would have caused or contributed to the clinical observations. We will continue to monitor field reports for similar observations.

Event description:
It was reported that, during an implant procedure, this lead exhibited high, out-of-range pace impedance measurements of greater than 2000 ohms and high pacing thresholds. A different lead was used instead. No adverse patient effects were reported.